Manufacturer narrative:
(B)(4). Failure to follow step/instructions - access site was above the inferior epigastic artery (iea): do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that a cuff miss occurred during attempted suture placement in the left common femoral artery using the preclose technique prior to an endoluminal aortic graft renal stent procedure. Two additional proglide devices were deployed using the preclose technique with the same results. A fourth proglide device was used for successful suture placement. The arteriotomy was 6f. The endoluminal aortic graft renal stent procedure was completed and hemostasis was achieved with the fourth pre-placed proglide suture. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. The link was detached at the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on the visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.